Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.

Event description:
A thrombus was observed leading to a procedural abortion where versacross transseptal sheath and versacross rf wire were used in the procedure. Upon transseptal access, a thrombus was noted on the limbus of the left atrial appendage. The thrombus appeared to disappear or become dislodged on imaging. Due to risk of stroke, the patient was sent immediately for a head computed tomography (CT). No stroke was seen on the scan. The procedure was aborted and will be rescheduled for a later date. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for the versacross transseptal sheath. A separate problem report has been submitted for the versacross connect transseptal dilator which is part of the versacross rf wire with the report number 3019751610-2023-00028.